Manufacturer narrative:
The lot number was provided for 26 out of 68 malfunctions; therefore, lot history reviews were performed. The devices have not been returned for evaluation. However, 15 malfunctions provided medical records for review- two of which were inconclusive for perforation. Additionally, 28 malfunctions provided medical records as well as images for review- one of which was inconclusive for perforation. In all, 42 malfunctions confirmed for perforation, and eight malfunctions unconfirmed for tilt. The remaining 23 investigations are inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Lot number: gfqf4268, gfra1148, gfte3415, gfrh5533, gfrk3196, gfqj4522, gfsd2867, gfqg3627, gfti2072, gfql0337, gfrj2948, gftb3646, gfsh2169, gfsf2720, gfrg4919, gftg3593, gfra1140, gfsl1257, gfsh3632, gfrl1771, gfub1416, gfrk3183, gfuc2364, unknown).

Event description:
This report summarizes 68 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced patient device interaction problem (perforation). This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. Of the 68 malfunctions, 21 were male and 22 were female, ranging between (B)(6) years-old with a weight range between (B)(6) lb. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the 68 reported malfunctions, 2 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr's 2020394-2020-03368 and 2020394-2020-06020. H10: of the reported 66 malfunctions, lot numbers were provided for 27 malfunctions and the lot history review were performed. The product catalog number was updated as rf320j for two malfunctions, unknown g2 for eight malfunctions and unknown filter for five malfunctions. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for 62 malfunctions, of which 31 malfunctions included images. Therefore, for 45 malfunctions the investigation is confirmed for the reported perforation, for 11 malfunctions the investigation is inconclusive for the reported perforation, for eight malfunctions the investigation is confirmed for the reported perforation, additionally it was determined to have and unconfirmed for filter tilt ((B)(6)), for one malfunction the investigation is confirmed for the reported perforation, additionally it was determined to have and confirmed for filter tilt ((B)(6)) and for the remaining one malfunction the investigation is confirmed for the reported perforation, additionally it was determined to have and confirmed for migration(a0104). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (lot number: gfuc2364, gfra1148, gfte3415, gfrh5533, gfrk3196, gfqj4522, gfsd2867, gfrc2686, gfqg3627, gfti2072, gfql0337, gfrj2948, gftb3646, gfsh2169, gfrj2946, gfsf2720, gfrg4919, gftg3593, gfra1140, gfsl1257, gfsh3632, gfrl1771, gfub1416, gfrk3183, unknown), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 66 malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced perforation. These information's were received from a various sources. All 66 malfunctions involved patient with no patient consequences. Of the 66 patients, 33 were male and 25 were female, 56 patients age ranged between 28-80 years and 12 patient weighs in the range between 142 - 518 lbs. All other patient details were not provided.

Manufacturer narrative:
H10: of the 68 reported malfunctions, 2 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr's 2020394-2020-03368 and 2020394-2020-06020. H10: of the reported 66 malfunctions, lot numbers were provided for 27 malfunctions and the lot history review were performed. The product catalog number was updated as rf320j for two malfunctions, unknown g2 for six malfunctions and unknown filter for five malfunctions. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for 65 malfunctions, of which 34 malfunctions included images. Therefore, for 46 malfunctions the investigation is confirmed for the reported perforation, for 8 malfunctions the investigation is inconclusive for the reported perforation, for 8 malfunctions the investigation is confirmed for the reported perforation, additionally it was determined to have and unconfirmed for filter tilt (a150202), for one malfunction the investigation is confirmed for the reported perforation, additionally it was determined to have and confirmed for filter tilt (a150202), for two malfunctions the investigation is confirmed for the reported perforation, additionally it was determined to have and confirmed for migration(a0104), for remaining one malfunction the investigation is inconclusive for the reported perforation, additionally it was determined to have and confirmed for migration(a0104). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (lot number: gfuc2364, gfra1148, gfte3415, gfrh5533, gfrk3196, gfqj4522, gfsd2867, gfrc2686, gfqg3627, gfti2072, gfql0337, gfrj2948, gftb3646, gfsh2169, gfrj2946, gfsf2720, gfrg4919, gftg3593, gfra1140, gfsl1257, gfsh3632, gfrl1771, gfub1416, gfrk3183, unknown), g3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 66 malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced perforation. These information's were received from a various sources. All 66 malfunctions involved patient with no patient consequences. Of the 66 patients, 35 were male and 26 were female, 59 patients ages were ranged between 28-83 years and 12 patients weighs in the range between 142 - 518 lbs. All other patient details were not provided.

Manufacturer narrative:
H10: of the 68 reported malfunctions, 2 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr's 2020394-2020-03368 and 2020394-2020-06020. H10: the lot number was provided for 27 out of 66 malfunctions; therefore, lot history reviews were performed. The devices were not returned for the evaluation; however, medical records were provided for 53 malfunctions, 30 of which also included images. Of these 53 malfunctions with medical records, 40 are confirmed for perforation, one is confirmed for perforation and migration, eight are confirmed for perforation but are unconfirmed for tilt, one is confirmed for perforation and inconclusive for tilt, and three are inconclusive for perforation. The remaining 13 malfunctions are inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot number: gfuc2364, gfra1148, gfte3415, gfrh5533, gfrk3196, gfqj4522, gfsd2867, gfrc2686, gfqg3627, gfti2072, gfql0337, gfrj2948, gftb3646, gfsh2169, gfrj2946, gfsf2720, gfrg4919, gftg3593, gfra1140, gfsl1257, gfsh3632, gfrl1771, gfub1416, gfrk3183, unknown). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 66 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. Of the 66 malfunctions, 26 were male and 23 were female, 51 patient's ranged from 28 to 80 years of age, nine patients weighs in the range between 142 - 304 lbs. The remaining patients¿ age, weight, and gender were not provided.

Event description:
This report summarizes 66 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. Of the 66 malfunctions, 29 were male and 24 were female, 53 patient's ranged from 28 to 80 years of age, 6 patients weighs in the range between 142 - 382 pounds, and 6 patients weighs in the range between 89 - 138 kgs. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the 68 reported malfunctions, 2 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr's 2020394-2020-03368 and 2020394-2020-06020. H10: the lot number was provided for 27 out of 66 malfunctions; therefore, lot history reviews were performed. The devices were not returned for the evaluation; however, medical records were provided for 57 malfunctions, 32 of which also included images. Of these 66 malfunctions, 42 are confirmed for perforation, one is confirmed for perforation and migration, eight are confirmed for perforation but are unconfirmed for tilt, one is confirmed for perforation and tilt, and the remaining 14 malfunctions are inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: d4 (lot number: gfuc2364, gfra1148, gfte3415, gfrh5533, gfrk3196, gfqj4522, gfsd2867, gfrc2686, gfqg3627, gfti2072, gfql0337, gfrj2948, gftb3646, gfsh2169, gfrj2946, gfsf2720, gfrg4919, gftg3593, gfra1140, gfsl1257, gfsh3632, gfrl1771, gfub1416, gfrk3183, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 60 malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced perforation. These information's were received from a various sources. All 60 malfunctions involved patient with no patient consequences. Of the 60 patients, 33 were male and 23 were female, 54 patients ages were ranged between 28-83 years and 17 patients weighs in the range between 139 - 518 lbs. All other patient details were not provided.

Manufacturer narrative:
H10: of the 68 reported malfunctions, 8 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr's 2020394-2020-03368, 2020394-2020-06020, 2020394-2021-80815, 2020394-2022-90001, 2020394-2021-80844, 2020394-2022-90003, 2020394-2021-80830 and 2020394-2022-90002. H10: of the remaining 60 malfunctions, lot numbers were provided for 25 malfunctions and the lot history review were performed. The product catalog number was updated as rf320j for two malfunctions, dl900f for one malfunction, rf048f for one malfunction, unknown g2 for five malfunctions and unknown filter for four malfunctions. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for 60 malfunctions, of which 29 malfunctions included images. Therefore, for 44 malfunctions the investigation is confirmed for the reported perforation, for 6 malfunctions the investigation is inconclusive for the reported perforation, for 6 malfunctions the investigation is confirmed for the reported perforation but unconfirmed for filter tilt, for one malfunction the investigation is confirmed for the reported perforation, additionally it was determined to have and confirmed for filter tilt (a150202), for two malfunctions the investigation is confirmed for the reported perforation, additionally it was determined to have and confirmed for migration(a010402), for remaining one malfunction the investigation is inconclusive for the reported perforation, additionally it was determined to have and confirmed for migration(a010402). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (lot number: gfuc2364, gfan2897, gfra1148, gfte3415, gfrh5533, gfrk3196, gfqj4522, gfrc2686, gfqg3627, gfti2072, gfql0337, gfsh2169, gfrj2946, gfsf2720, gfrg4919, gftg3593, gfsl1257, gfsh3632, gfok3932, gfrl1771, gfub1416, gfrk3183, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the lot number was provided for 27 out of 68 malfunctions; therefore, lot history reviews were performed. The devices have not been returned for evaluation. However, 15 malfunctions provided medical records for review- two of which were inconclusive for perforation. Additionally, 28 malfunctions provided medical records as well as images for review- one of which was inconclusive for perforation. Of the 28 malfunctions that provided medical records an images, one malfunction was determined to have also have been confirmed for 1395 - migration. In all, 42 malfunctions confirmed for perforation, and eight malfunctions unconfirmed for tilt. The remaining 23 investigations are inconclusive for perforation as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. H10: g4, d4 (lot number: gfqf4268, gfra1148, gfte3415, gfrh5533, gfrk3196, gfqj4522, gfsd2867, gfrc2686, gfqg3627, gfti2072, gfql0337, gfrj2948, gftb3646, gfsh2169, gfsf2720, gfrg4919, gftg3593, gfra1140, gfsl1257, gfsh3632, gfrl1771, gfub1416, gfrk3183, gfuc2364, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 68 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced patient device interaction problem (perforation). This information was received from various sources. Each malfunction involved a patient with no known impact to the patient. Of the 68 malfunctions, 21 were male and 22 were female, ranging between 28 and 80 years-old with a weight range between 142 lb and 257.9 lb. The remaining patients¿ age, weight, and gender were not provided.

Event description:
This report summarizes 59 malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced perforation. These information's were received from a various sources. All 59 malfunctions involved patient with no patient consequences. Of the 59 patients, 33 were male and 22 were female, 53 patients ages were ranged between 28-83 years and 17 patients weighs in the range between 139 - 518 lbs. All other patient details were not provided.

Manufacturer narrative:
H10: of the 68 reported malfunctions, 9 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr's 2020394-2020-03368, 2020394-2020-06020, 2020394-2021-80815, 2020394-2022-90001, 2020394-2021-80844, 2020394-2022-90003, 2020394-2021-80830, 2020394-2022-90002 and 2020394-2022-90147. H10: of the remaining 59 malfunctions, lot numbers were provided for 24 malfunctions and the lot history review were performed. The product catalog number was updated as rf320j for two malfunctions, dl900f for one malfunction, rf048f for one malfunction, unknown g2 for five malfunctions and unknown filter for four malfunctions. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for 59 malfunctions, of which 28 malfunctions included images. Therefore, for 44 malfunctions the investigation is confirmed for the reported perforation, for 6 malfunctions the investigation is inconclusive for the reported perforation, for 5 malfunctions the investigation is confirmed for the reported perforation but unconfirmed for filter tilt, for one malfunction the investigation is confirmed for the reported perforation, additionally it was determined to have and confirmed for filter tilt (B)(6), for two malfunctions the investigation is confirmed for the reported perforation, additionally it was determined to have and confirmed for migration (B)(6), for remaining one malfunction the investigation is inconclusive for the reported perforation, additionally it was determined to have and confirmed for migration (B)(6). Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. H10: d4 (lot number: gfan2897, gfra1148, gfte3415, gfrh5533, gfrk3196, gfqj4522, gfrc2686, gfqg3627, gfti2072, gfql0337, gfsh2169, gfrj2946, gfsf2720, gfrg4919, gftg3593, gfsl1257, gfsh3632, gfok3932, gfrl1771, gfub1416, gfrk3183, unknown). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 66 malfunctions. A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation. This information was received from various sources. All the 66 malfunctions were involved patients with no reported consequences. Of the 66 malfunctions, 32 were male and 24 were female, 55 patient's ages were ranged from 28 to 80 years, 10 patients weighs in the range between 142 to 382 pounds. The remaining patients¿ age, weight, and gender were not provided.

Manufacturer narrative:
H10: of the 68 reported malfunctions, 2 were reassessed for reportability and determined to be reportable as a serious injury, and were reported under emdr's 2020394-2020-03368 and 2020394-2020-06020. H10: the lot number was provided for 27 out of 66 malfunctions; therefore,a lot history reviews were performed. Product catalog number for one malfunction was updated to rf320j. The devices were not returned for the evaluation; however, medical records were provided for 60 malfunctions, of which 31 malfunctions included images. Medical records were not provided for 6 malfunctions, therefore, the investigation is inconclusive for the alleged filter perforation as there is no objective evidence was provided. 44 malfunctions were confirmed for filter perforation. Out of 66 malfunctions, the investigation for 6 malfunctions were inconclusive for filter perforation. 8 malfunctions were confirmed for filter perforation but unconfirmed for tilt. For 1 out of 66 malfunctions, the investigation were confirmed for the alleged perforation and tilt. The remaining malfunction was confirmed for the reported filter perforation and migration. Based upon the available information, the definitive root cause is unknown. The devices were labeled for single use. H10: d4 (lot number: gfuc2364, gfra1148, gfte3415, gfrh5533, gfrk3196, gfqj4522, gfsd2867, gfrc2686, gfqg3627, gfti2072, gfql0337, gfrj2948, gftb3646, gfsh2169, gfrj2946, gfsf2720, gfrg4919, gftg3593, gfra1140, gfsl1257, gfsh3632, gfrl1771, gfub1416, gfrk3183, unknown), g3 h11: b5, d1, h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.